Manufacturer narrative:
Integra has completed their internal investigation on 23 mar 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: it was observed that there are scratches at the torque shaft. The DHR review has been deemed satisfactory. Date of manufacture: 12 sep 2015. No associated mrr¿s, variances, rework or non-conformance issues or reports were raised during the manufacturing process for this device. Conclusion: the customer complaint incident ¿scratches at torque shaft¿ was verified. These complaints will be monitored for trending.

Event description:
This is the second of three reports (same product ID, same product problem, same distributor). Linked to mfg reports: 3004608878-2016-00059 and 3004608878-2016-00061. A report was received from the distributor that the a1059 mayfield skull clamp had scratches at the torque shaft. Scrap metal was generated when applying pressure and insufficient rotation occurred. The problem was found during the inspection of incoming goods. Therefore, there is no patient contact or patient injury.